Event description:
The sjm rep. Reported that during programming of pt information, a hardware reset message was observed. It was noted that the ICD would go into software upgrade and would not completed. The device was never implanted and was unopened.